Event description:
When inserting the catheter in a 3-month-old patient, the professional felt resistance when removing the guide wire from the catheter, and when applying greater pressure to effectively remove it, the wire broke, leaving a fragment of the wire intravascularly.

Manufacturer narrative:
The guidewire was not returned for evaluation. Photocopies of two x-rays were provided. The first photo is a front view of the patient and shows what appears to be a segment of a guidewire that is knotted. The second photo is a side view of the patient that appears to show the same thing. The report stated that resistance was felt during the procedure and when applying greater pressure to remove the guidewire, the wire broke leaving a fragment of the wire in the patients vasculature. A possible cause of the knotted tip could be a back-and-forth motion during insertion. This can cause the wire to fold back on itself and result in a knotted tip. This may also cause the wire to be difficult to remove, resulting in applying more forces than the device is designed to withstand to remove it. A root cause cannot be determined but is not likely manufacturing related. The failure was likely caused by improper surgical technique. The instructions for use (IFU) contain the following warnings: do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.